Manufacturer narrative:
Please note that the device associated with this complaint was expected to be returned; however, additional information received from the penumbra sales representative indicated that the device was disposed of and is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using pod coils and a lantern delivery microcatheter (lantern). During the procedure, the physician dropped a pod coil onto the floor and became unsterile. Therefore, the pod coil was not used in the procedure. Next, while advancing a pod coil through the lantern, the pod coil became kinked. Therefore, the pod coil was removed. Subsequently, the physician advanced a new pod coil into the target vessel; however, the pod coil was sized incorrectly and therefore, the pod coil was removed. It was also reported that the physician decided to exchange to a different size lantern. The procedure was completed using new ruby coils and a new lantern. It should be noted that there was no alleged deficiency or damage to the first lantern. There was no report of an adverse effect to the patient.